Event description:
It was reported that a cerebral vascular accident occurred.A left atrial appendage (LAA) closure procedure was performed, and a 24mm WATCHMAN FLX Pro Closure Device was implanted on (b)(6) 2024. The patient was discharged on Aspirin 81mg daily and Eliquis 5mg twice a day. During the routine 45 day follow up performed on (b)(6) 2024, the closure device was well seated with no appreciable leak, and no thrombus was identified in the left atrium, left atrial appendage or right atrium. The patient was changed to Aspirin 81mg daily and Plavix 75mg daily on (b)(6) 2026. The patient came into office on (b)(6) 2024, saying they had already been taken off Plavix. On (b)(6) 2026, the patient arrived at the emergency department (ED) and reported experiencing left-sided weakness, unsteady gait, and slurred speech starting on (b)(6) 2026. The physician documented cranial nerve deficit and dysarthria. The patient NIH Stroke Scale score was 1 in the ED, with left sided facial drooping. The patient was diagnosed with acute right cerebellar ischemic cerebral vascular accident (CVA) with small hemorrhagic transformation and severe stenosis of left vertebral artery origin. At the time of the stroke the patient was taking Aspirin 81mg daily. At discharge from the rehabilitation facility, the patient now uses a walker with assistance. Previously, the patient walked independently or with a walker for longer distances.

Manufacturer narrative:
D4: Detailed product information was not provided to BSC. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.